Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had a system failure and forced sensor test. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: the device was returned to smiths medical. Visual inspection indicates cracks were noted on the lower left front corner of top case, the right plunger case, and the battery door. Force sensor test error was found at power up and failed force sensor reading, at 0.00 lbs. Of pressure the force reading is -1.35 lbs. The force sensor reading was out of calibration. Pm maintenance was performed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The pump is 8 years old.